Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip could not be closed after being opened. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation result revealed that the clip failed to release from the catheter; therefore this is now an MDR reportable event.

Manufacturer narrative:
Investigation result of clip failed to release from catheter. A visual examination of the returned device noted that the clip assembly could not be deployed from the catheter because the control wire was separated from the cross pin; however, the cross pin was noted to be still attached to the slider. The clip prongs appeared bent in an open position and were not locked into the capsule. The tip of the control wire was noted to be bent. The set screw was not fully seated in the handle. The failures noted in investigation likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.